Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type: screening device. Product ID 977d260, serial# (B)(4), product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported a difficult procedure due to scar tissue on a trial patient. A possible dura tear was noted; after further discussion it sounded like a cerebrospinal fluid (csf) leak. Additional symptoms reported included headaches after lead implant; this was considered a sudden change in therapy/symptoms. Additional information received from the manufacturer representative on 16-aug-2016 reported that event resolution and actions/interventions taken to resolve the headaches and possible csf leak were unknown. Follow up information received on sept. 27, 2016 from the healthcare professional (hcp) confirmed that there was a dural tear with a spinal headache during the trial. Interventions include a blood patch and pain medications. The dural tear and headache issues were reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.